Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient was having low blood glucose levels. The reporter was unable to provide a specific value for the blood glucose levels. The alleged blood glucose excursion does not meet the criteria for a serious injury. This complaint is being reported because troubleshooting could not be resolved at the time of the call.